Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became frozen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. In addition. I was reported the customer experienced low blood glucose (bg) levels (37 mg/dl). Customer stated low bg's are due to their job that is stressful and physically demanding. Customer ate sugary food to stabilize blood glucose levels.